Manufacturer narrative:
Evaluation summary: a customer reported that "the eds was used properly at the release point, the shunt was not able to be released successfully and the implant could not be performed". The sample is not received at the moment of preliminary summary completion. No other complaints for the lot. No abnormalities were found during DHR review. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause will be assessed upon receiving a sample and completing its investigation. (B)(4).

Event description:
A customer reported during the implant of a micro-filtration device, the device was not able to be released. There was no reported patient impact and the procedure was completed using a backup device. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The sample was returned for investigation: the sample was returned in an open secondary package. The box included (instructions for use) IFU, labels and a (device delivery system) eds placed in the designated cradle rolled in a plastic bag. The eds placed in the designated cradle and shunt is attached to cradle. The eds wire is pressed. The eds wire does not protrude from cannula opening. No other complaints for the lot. No abnormalities were found during (device history report) DHR review. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected.the root cause cannot be identified as the device was detached from eds which was operated and performed its functionality releasing the shunt (the device was not loaded onto the eds wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).